Manufacturer narrative:
Complaint conclusion: a report was received that a 8 x 40mm smart control iliac stent delivery system (sds was associated with resistance during its¿ advancement and subsequent premature partial deployment of the stent. The sds (with the stent) was removed and the procedure successfully completed with another sds with no reported patient injury. The event involved a patient undergoing a percutaneous intervention of a target lesion in the iliac artery that was described as 100% stenosed, chronic total occlusion (cto), heavily calcified and tortuous. The patient¿s vasculature was accessed via a contralateral approach with a sheath-less guiding catheter without difficulty and the target lesion pre-dilated. Of note, the patient¿s aorto-iliac bifurcation was described tortuous and heavily calcified. No damage was noted to the smart control sds packaging prior to opening it and no difficulty in removing the product from this packaging. The product appeared normal when inspected prior to use and was prepped according to the instructions for use (IFU) without issue. Friction was experienced while the smart control sds was being advanced towards the lesion and some amount of force during these maneuvers. Prior to intentional deployment of the stent, the physician noted that the stent had prematurely deployed. The sds was removed without issue and the procedure successfully completed with the use of another unspecified sds with no reported patient injury. Of note, the site also reported that the event was associated with an iliac artery dissection; though it is unclear whether this was a pre-existing condition, caused by ancillary devices or caused by the smart control sds itself. The product was not returned for analysis. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. According to the product IFU, the safety and effectiveness of this device has not been demonstrated in patients with lesions that are either totally or densely calcified. While advancing the sds, users are instructed to ensure that the locking pin is in place and that if resistance is met, the system should be withdrawn and another system used. Pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping while the locking pin is still in. In addition, the IFU instructs the user to always use an introducer sheath for the implant procedure in order to protect the access site. An introducer sheath of a 6fr or larger size is recommended. Potential complications with the use of intravascular stent implantation include, but are not limited to, intimal injury and/or dissection. Based on the information available for review, there are vessel characteristics (100% stenosed cto, heavily calcified and tortuous) and procedural factors (use of sheath-less guiding catheter and use of force against resistance) that may have contributed to the reported event. Based on the device history record review, there is no indication that the event was related to the manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
(B)(6). The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, during an interventional endovascular procedure, target lesion was accessed via a contralateral approach. The target lesion was an iliac artery and was a chronic total occlusion (cto). The lesion was accessed using a sheath-less guiding catheter. The lesion was pre-dilated. A smart control iliac 8 x 40 stent (complaint product) was delivered to the target lesion with a dissection. The bifurcation was reported to be tortuous and heavily calcified, so there was friction during stent delivering. The outer sheath of the device got stuck due to the friction at the iliac artery when it was pushed forcibly. It was confirmed that the smart control stent was prematurely deployed. Therefore, it was exchanged for a different stent (unknown). The procedure was finished successfully. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. The iliac artery target lesion was reported to be: a 100% stenosis/chronic total occlusion (cto), heavily calcified and tortuous. Additional information received indicated that it was unknown if the additional products used for the procedure were cordis products. It was unknown when during the procedure the dissection occurred. The physician did not report which procedural device the dissection was related to. It was unknown if the patient was symptomatic as a result of the reported dissection. There was no reported difficulty obtaining vascular access. It was unknown where in the patient/in relation to the intended target lesion did the smart control stent prematurely deployed. The smart control stent was removed successfully despite the reported premature deployment. It was not known if only one additional stent was deployed in order to successfully treat the patient. There was no reported difficulty in deploying the additional stent(s) used. There was no product information available regarding the additional stent(s) used. There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. No additional information is available.